Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in an accessory renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, two penumbra coils were successfully implanted into the target location. While advancing the next ruby coil into the lantern, the physician encountered resistance and the ruby coil would not advance more than five centimeters into the hub of the lantern; therefore, it was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.